Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the force sensor was out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/26/2013 with the following findings: the pump history showed multiple ¿loss of prime¿ warnings associated with low, non-zero force. The pump successfully performed the rewind, load, and prime steps. The pump was exercised for 24 hours without loss of primes occurring. A force sensor calibration test was performed and found that the force sensor was out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).